Event description:
Consumer states,"when using the walker with these wheels, these wheels turn the walker to the left in circles or the right in circles. They prevent the user from going in the direction that they are steering and they are unable to go straight."

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 65100, serial number/date code and age of product are unknown. The owner's manual part number 1150739 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the swivel wheels (part #6273) on her 65100 rollator allegedly turn her walker to the left or right, in circles. The wheels allegedly prevent the consumer from going in the direction that she intends, cannot go straight. No injury alleged.